Manufacturer narrative:
The insulin pump had a high stop current due to a faulty screen driver. The insulin pump had a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The insulin pump was losing power within 24-48 hours after having the battery cap replaced. The customer's blood glucose level during the incident was 119 mg/dl. The battery indicator was reviewed and it was noted that it did not show less than 2 bars. The last battery change was 3 am in the morning. The battery did not last more than a week. The customer was calling back within one week after previously completing low battery troubleshooting. The device was returned for analysis.